Manufacturer narrative:
Manufacturing review: a device history record review was performed for the affected lot numbers of the seeds and the lot number of the cartridge. These lots met all release criteria. However, this product code is not designated with a lot number, this information is not applicable for the history review. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported issue. Based upon the available information a definitive root cause could not be determined. Labeling review: the information for use was reviewed for quicklink delivery system. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." The catalog number identified in section d4 has not been cleared in the us but is similar to the brachysource I-125 seeds in quicklink cartridge single, sterile products that are cleared in the us. The pro code and 510 k number for the brachysource I-125 seeds in quicklink cartridge single, sterile products are identified.

Event description:
It was reported that during a procedure, the last seed allegedly would not eject properly. It was further reported that a similar event occurred with three cartridges. There was no reported patient injury.